Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. Additionally, it was reported that the battery was unresponsive. Customer's blood glucose level was 236 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.